Event description:
It was reported that the customer received a no delivery alarm and then a motor error alarm from his insulin pump. The customer's blood glucose level was 390 mg/dl. Standard troubleshooting was performed for the no delivery alarm. The insulin pump functioned as designed then alarmed motor error during the cannula filling process. Standard motor error troubleshooting was performed. The insulin pump was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.